Manufacturer narrative:
The needle was returned in its tray, pouch, and shelf box, all of which was enclosed in a plastic bag. The needle<change>s shaft was kinked due to visible manual reshaping. In addition, the distal tip of the needle was broken at the distal joint area. There were no obvious defects with the handle or the connector. The distal side-ports appeared to be clear of debris. The distal tip of the needle was broken at the distal to proximal hypotube joint. This is probably due to manual reshaping of the needle which is evident along the curve profile. The side-ports appear to be free of defects. Needle curve compared to nrg c0 overlay and did not pass, the needle shaft was bent due to manual reshaping of the needle along the curve profile and the distal tip at the distal to proximal hypotube joint was broken. Proximal od and proximal hypotube od were within specifications. The reported event was confirmed.

Event description:
Reportable based on analysis completed on 09jun2023. It was reported that a nrg transseptal needle was selected for use. During a transeptal puncture to treat an atrium fibrillation, the nrg needle was noted to be bent at the tip, when it was reinserted into the dilator. A new device was inserted, and septal puncture was performed without any problem. Also, on fluoroscopy, the tip from the dilator looked different than usual, so it was pulled out once, and confirmed that the tip was bent. No patient complications were reported. The procedure was completed successfully. However, analysis of the returned device revealed that the tip of the needle was broken and detached.